Event description:
It was reported the patients blood glucose level rose to 383 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the site was painful, red and had puss.

Manufacturer narrative:
The device was received with the soft cannula deployed. During fluid path testing, fluid was observed to be leaking from a hole in the exposed portion of the soft cannula. The timing and cause of this damage could not be determined. No damages were observed to the formed needle or bottom housing that would contribute to irritation and swelling at the infusion site or pain during insertion. The cause of the reported infusion site events could not be determined.